Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported, that while the controller was plugged in to charge, the device emitted an odor and the patient noted smoke at the charging cord/controller connection point. The customer also noted a spark and then a flame while trying to unplug the device. The flame was extinguished. There were no reported injuries or property damage that occurred as a result of this event.